Event description:
It was noticed that the lens was missing from the scope prior to surgery. The customer believes this happened during a case the day before. The surgeon possibly hit the tip with a blade during a knee scope. The customer is concerned that the lens could be in the pt's knee.

Manufacturer narrative:
Eval confirmed, the customer's complaint for missing lens. The customer sterilized the scope with sterrad nx which, at the time of manufacture was not compatible with this scope. This info was reviewed with the customer. (B) (4).